Event description:
It was reported that during an implant attempt, the lead was not used due to other patient issues. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. Additional information was received indicating that during the implant attempt, when the lead was detached from the device, the patient had a pause. It was later determined the pause was due to implant detection having been turned off on the device from a previous implant procedure.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned and analyzed. Primary results revealed that the helix disengaged from helical channel. The distal conductor was found distorted and blood present in/on the helix mechanism. It was noted the helix will not extend due to being over-retracted.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix disengaged from helical channel; full lead returned and analyzed. The distal conductor was found distorted and blood present in/on the helix mechanism. It was noted the helix will not extend due to being over-retracted.

Event description:
It was reported that during an implant attempt, the lead was not used due to other patient issues. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.